Event description:
Related manufacturer reference number: 2017865-2023-04930. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was failing to capture and exhibited a p wave amplitude variation. The ra lead was not used. The physician continued with second ra lead. The second ra lead exhibited a high capture threshold. The second rv lead was implanted and showed normal pacing threshold after connected to the device. The patient was in stable condition.